Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported separation of the device was confirmed via returned device analysis. Based on the visual, analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for detachment of device component reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the circumflex artery. While using a drilling technique with the balance middleweight guide wire, 35 cm from the distal guide wire tip separated in the anatomy. The tip was retrieved using a large balloon to catch the tip of the guide wire with the guiding catheter. The physician did not feel any unusual resistance prior to the separation. The whole devices could be withdrawn together to extract the tip. The procedure was stopped. No resistance was noted at any time during the procedure. The patient had a good outcome and there was no consequence for the patient. The lesion treatment is re-scheduled for 8 days later. No additional information was provided.